Manufacturer narrative:
The complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong catheter was returned for evaluation. An initial visual observation showed a rust-colored residue within the catheter. The catheter was flushed with a 12 ml syringe of water and multiple spraying leaks were observed between the 27 cm and 29 cm depth markers. A microscopic observation revealed multiple splits, abrasions, and superficial slits in the catheter between the 27 cm and 29 cm depth markers. The splits were observed to be jagged and uneven and the fracture surfaces appeared to be mostly smooth with some non-uniform linear abrasions. The characteristics and extent of the damage observed on the returned sample suggest the catheter was damaged due to mishandling with sharp and/or metallic instruments. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of rebn0283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the preparation before the catheterization, when the pre-flushing was performed to check the integrity of the catheter, it was found that the catheter was leaking.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebn0283 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the preparation before the catheterization, when the pre-flushing was performed to check the integrity of the catheter, it was found that the catheter was leaking.